Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. (B)(4), for the damage revealed by the investigation of balloon material torn. Visual evaluation of the returned complaint device revealed the balloon to be torn longitudinally, indicating the balloon burst. No defects were noted to the catheter of the device. The most probable root cause for this event is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the device. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during a pyloric dilatation procedure (patient age, gender, and weight are unknown). According to the complainant, during the procedure, when introducing the saline and media solution, it was not possible to expand the balloon; several leaks were noted. Another cre balloon dilatation catheter was not available at the time, therefore, the procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The procedure was not rescheduled, however, it was confirmed the patient is okay in their current state.